Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus (B)(4). As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at present. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the endoscopic image of the subject device terribly flickered during an unspecified procedure. The facility completed the procedure by replacing the subject device with a similar non-olympus bronchoscope (single-use) and another endoscope system because the patient was sedated for a long time. There was no patient injury report.

Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result of the device. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). In the evaluation, it was able to duplicate the reported event. The evaluation found that there was a malfunction in the inside parts of the electrical connector. The light guide lens of the subject device was heavily scratched and damaged. The cause of the damage could not be determined at present. If additional information becomes available at a later time, this report will be supplemented.